Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not beep or vibrate to indicate a sensor expiring notification. Tandem technical support (cts) confirmed the customer¿s continuous glucose monitor volume was set to normal. Customer maintained that the pump did not vibrate. There was no reported impact to blood glucose. Cts attempted to follow up with the customer to confirm pump was functioning as expected; however, after multiple attempts, customer did not reply.